Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds. Suspected was either a micro-dislodgement or the passive fixation tines not holding in the trabeculae. The physician chose to monitor the patient due to the low pacing percentage in the right ventricle. The lead remains in use. No patient complications have been reported as a result of this event.